Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient was experiencing increased pain on the right side. X-rays were obtained and lead migration and high impedances were confirmed on the thoracic lead. Reprogramming was unable to provide resolution. As a result, surgical intervention may be pending to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the lead was explanted and replaced. During the procedure, the patient¿s ipg was also electively explanted and replaced.